Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a persistent no delivery alarm from the insulin pump. The customer reported changing the infusion sets several times and still getting the alarm, resulting in a blood glucose value of 406 mg/dl. The customer stated the insulin pump would not prime during the alleged events. During troubleshooting the insulin pump alarmed no delivery; it was advised that there was a set/reservoir occlusion. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. The customer could not complete troubleshooting during the phone call with the helpline but said they would call back later. No further information was provided.